Event description:
(B)(4). Event occurred in the united states. The patient reported an issue with his infusion set. He had inserted a new infusion set last night and went swimming in the morning of this report and had disconnected from the pump at that time. The patient reconnected to his pump after swimming then took a shower. His blood glucose level started to increase, and he noticed that insulin was not being delivered to his body. He observed that the infusion set detached from the base, at the site connector. The site was at the right abdomen and the pump was worn on the right side of his hip with the belt clip. The infusion was in use for less than 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.